Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula was found missing upon removal event on (B)(6)2024. The infusion set was in use for twenty-four hours. The insertion site was abdomen the patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.